Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps device would not close during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information has been provided. No sample received at the manufacturer. The device history record for the affected lot was reviewed. Without the sample no definite statement can be made about the connection with the case. The sample was released according to manufacturer acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).